Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 460111-0004. There was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation summary: one smiths medical cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump to be in good condition. The pump's event log could not be recovered.. Functional testing included running the pump in user mode. When the pump was powered up it alarmed 46011 and would not boot. When an attempt to reprogram the pump was made it immediately started self-executing the boot loader firmware. There was a transient error that corrupted the software and created a system fault. Customer stated issue was able to be duplicated. Problem source could not be identified.